Manufacturer narrative:
The manufacturer previously reported information alleging the dreamstation 2 advanced auto CPAP device has a gargling sound and the tray in the water tank is very hot for long usage. There was no harm or injury reported. There was no medical intervention reported. The device has not been returned to the manufacturer for evaluation. Based on the information available, there is no evidence indicating a reportable malfunction occurred. An MDR is not required for this complaint.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device has a gargling sound and the tray in the water tank is very hot for long usage. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.